Event description:
This is filed to report a patient death. It was reported that a mitraclip procedure was performed on (B)(6) 2023 to treat degenerative mitral regurgitation (dmr) with grade 4. A mitraclip ntw was implanted without issue, reducing the mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. On (B)(6) 2023, the patient presented to the emergency room and ultimately passed away. The procedure echocardiogram was reviewed and were no issues contributing pre-procedure, during the procedure, or post procedure that could have caused or contributed to the patient's death. It is unknown if the mitraclip caused or contributed to the patient death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported death. Death is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.